Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two patients performed on (B)(6) 2024. This MFR. Report addresses patient one (1) of two (2). Additional testing was performed twice on an unknown date with an unknown brand test (platform unknown) which generated a positive result. The consumer stated that they are symptomatic with fever after a few days and are clearly infectious. Although requested, no additional patient information, including treatment and outcome, was provided.